Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Company representative reported "physician was preforming an explant on patient and found a ruptured implant in surgery". Later healthcare professional reported "rupture/deflation". This record is for the left side. The device was explanted and replaced.

Event description:
Company representative reported "physician was preforming an explant on patient and found a ruptured implant in surgery". Later healthcare professional reported "rupture/deflation". This record is for the left side. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6 visual analysis: device photograph (s) for the device related to the reported event of rupture was requested (B)(6), 2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.